Event description:
This senior medical surveillance specialist spoke with the reporter/layperson (pt's mother) who alleged to a customer care advocate, cca, in 2009, that the pt's one touch ping meter would not turn on, after which he was hospitalized. The cca replaced the meter and test strips. The reporter clarified and provided info. To this specialist the next day. The pt had been ill with a viral infection approx two weeks prior to original date. On that date, the pt was tired but, "ok for the most part" according to the reporter. When asked if the pt was thirsty or urinating frequently, the reporter responded, "no more than usual [normal]." The pt's morning blood glucose had been in the 200's. The pt reportedly bolused novalog insulin from his pump for his meals that day, although the amount was not recalled. At 3pm, when the pt complained of stomach pains and "looked funny", the reported attempted to test him. Because the pt's meter would not turn on, the reporter changed the battery twice with no success and then purchased a one touch ultramini meter. With the new meter, his blood glucose was either 600 or hi (greater than 600). A ketone check showed large ketones. The reporter gave the pt water at 5pm; however, he began vomiting profusely. The reporter than bolused 7 units insulin with his pump at 6:30pm, the mother drove the pt to the ER, where his blood glucose was reportedly 1,000 mg/dl. The pt was placed on saline and insulin drip, and admitted. Although the tubing from the pump to the pt was bent, the reporter denied an issue with insulin infusion and thought the tubing was bent in the ER. On original date, the pt was discharged. Although the pt apparently felt ill before the alleged issue began, the complaint is classified due to a possible delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.